Event description:
It was reported that a charger for the ilet device was not charging, and a replacement charger was sent via standard shipping. Symptoms included no clinical effects reported. Outcomes included no impact reported beyond the need for replacement supplies. Investigation included customer service triage and arrangement of a replacement accessory. Investigation of this case revealed that the issue involved a suspected malfunction of the external charger accessory, with no alarms or alerts reported on the device. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction that required replacement.